Event description:
New information states that backup mode was observed during implant procedure. The device was removed and replaced the same day.

Event description:
It was reported that device was in backup mode; as such the firmware was not reloaded. The device was explanted and replaced. No further information was provided.

Event description:
New information states that the patient was in stable condition.